Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 31mm epic valve was implanted in the patient's mitral position. On (B)(6) 2018, the device was explanted due to infective endocarditis, and a 29mm epic valve (serial unknown) was implanted. The user did not attribute the infective endocarditis to the 31mm epic valve. The patient is reported to be stable.